Event description:
A review of the recipient¿s test data indicated impedance issues. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed sliced silicone overmold near the fantail region. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed some electrodes were severely corroded within the electrode pocket. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical test performed. The scanning electron microscopy (sem) analysis of the electrode pocket revealed corrosion of electrode wires. The sem analysis of the electrode revealed fatigue stress wires breaks at some electrodes. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.